Manufacturer narrative:
The field service engineer performed a preventative maintenance (pm1) and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Additional part replaced during service: oil mist filter (filter replacement). Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(6) 2012 to (B)(6) 2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(4) 2013 through (B)(4) 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The oil mist filter (filter replacement) was returned and visually inspected to have no noticeable oil residue. The reason for return was not confirmed. The catalytic converter was returned and tested. The part was able to pass functional testing; however, there was a strong odor during pump down testing. The reason for return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.